Event description:
It was reported that the inspiratory and expiratory valve test failed during system check out. There was no patient connected to the anesthesia workstation during the event. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated at the hospital by our comany representative and the expiratory pressure transducer (sensor) was replaced. The received logs confirm the reported issue but the replaced expiratory pressure transducer was not returned for investigation. Since we haven´t received the expiratory pressure transducer for investigation, we are unable to determine the true cause of the reported fault.

Event description:
Manufacturer´s ref #: (B)(4).